Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did not experience urinary retention prior to the device and catheterization was not the patient's 'standard of care' prior to the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were having pain around the incision site but other than that they only have to take 2 pain medications one day at a time and their pain level was very manageable. Patient reported every time they stand up they want to pee and their body automatically try to pee when they get in that position. Patient stated yesterday they went to the bathroom about 20 times so it was aggravating because they were peeing so much and they weren't drinking an excessive amount. Patient mentioned they were drinking plenty but not in excessive amounts and it feels like their bladder don't want to empty completely. Agent reviewed with patient that it was normal to still have symptoms since the surgery was a few days ago and to give it a few more days to feel better. Patient confirmed they were eating very clean, their blood pressure was under control and they look great. Patient asked if they could resume using their core pillow as they were starting to have swelling with their legs. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient reported urinary frequency and urinary retention.